Event description:
It was reported that the balloon expandable stent dislodged from the balloon as it was entering a 6f sheath. There was no patient involvement.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21cfr part 803. The lot met all release criteria. This is the only complaint reported to date for corporate lot number gfw3846. The investigation is inconclusive as the device was not returned in its' entirety; (i.e. The stent was not returned). The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event.